Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 461 mg/dl. The customer was experiencing symptoms of dizziness. The customer reported they have a backup plan available. The customer was treated with insulin pump. The customer stated that the drive support cap is protruded. The customer doesn't recalls pressing the cap while connected. The customer was to monitor the blood glucose. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.